Event description:
It was reported that the customer received no delivery alarms. Her blood glucose level was 200 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-48816 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.